Manufacturer narrative:
Lot number corrected from 0021614627 to 0022384844. Device is a combination product.

Event description:
Promus premier china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending(lad) extending up to mid lad with 90% stenosis and was 22 mm long, with a reference vessel diameter of 3 mm. The lesion was treated with pre-dilatation and placement of two 2.25 mm x 28 mm and 2.50 mm x 38 mm study stents. Following post-dilatation, the residual stenosis was 0%. Eight days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2019 , the subject was diagnosed with unstable angina and was hospitalized for further evaluation. On the same day, the event was considered resolved and after five days, the subject was discharged. It was further reported the stents were 2.75mm x 28mm and 3.00mm x 20mm and not 2.25 mm x 28 mm and 2.50 mm x 38 mm as was previously reported.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending(lad) extending up to mid lad with 90% stenosis and was 22 mm long, with a reference vessel diameter of 3 mm. The lesion was treated with pre-dilatation and placement of two 2.25 mm x 28 mm and 2.50 mm x 38 mm study stents. Following post-dilatation, the residual stenosis was 0%. Eight days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2019, the patient was diagnosed with unstable angina and was hospitalized for further evaluation. On the same day, the event was considered resolved and after five days, the patient was discharged.